Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no amount of medication remains in cassette match the reservoir volume displayed on pump. It was stated that starting volume: 138 + 5ml overfill = 143 ml. Continuous infusion rate : 3ml/hr. Reservoir volume: 10.2ml given: 127.8ml. The bag was dry, volume remaining less than 1 ml. Air detector was off. Upstream sensor was on. Length of infusion: 46hr. Lock level: 2. The pump was not used to prime the extension tubing. A syringe was used to prime the line when the pump was not used. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.